Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Insulin pump had a cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called reporting a button error on her daughter's insulin pump. Customer's blood glucose is 346 mg/dl. Customer was outside when it was raining. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.